Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert this patient out of ventricular tachycardia. The s-ICD was reprogrammed from the alternate to the primary vector and remains in service. No adverse patient effects were reported.